Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown.

Event description:
It was reported that the implant was removed due to that the placement of the implant was not acceptable for restoration. The implant was removed and the site was grafted. Tooth site #25.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone debris attached to the external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did submit two (2) x-ray images for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error ¿ inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was confirmed based on the x-rays provided, and with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.